Event description:
Doctor reported volume discrepancy, expecting a couple cc's and the actual reservoir volume was 16cc's. Pt was last refilled in 11/2003. The pt experienced lack of efficacy. A catheter contrast study could not be completed due to inability to aspirate catheter. A pump rotor study was normal. A follow up report will be sent when additional info is received.